Manufacturer narrative:
The fse reported foam in the wash pump piston chamber which was resolved by replacement of the pump seal. Air (foam)introduced into the dispense system could compromise vessel washing function and cause erroneously high values to be generated for sandwich assays such as troponin. The cause of this event was determined to be a malfunctioning wash pump seal.

Event description:
The customer reported that an erroneous troponin result had been generated on the laboratory's access2 immunoassay system serial number (B)(4). The initial result was elevated and non-reproducible upon repeat on the same analyzer. Repeat results were within the assay normal reference range. The initial result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment in association with this event the customer reported that the sample had been collected in 13x75mm lithium heparin plasma tube which was centrifuged at 4000 rpm (rotations per minute) for 4 minutes. A beckman coulter fse (field service engineer) was dispatched to evaluate the system and determined a malfunctioning wash pump was the cause of the erroneous result reported by the customer.